Event description:
It was reported that a patient underwent a coronary artery anastomosis procedure on (B)(6) 2010. When the suture package was opened, it was found that the swage of the needle was already broken and detached from the suture. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). (B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch baz549 mfg date: 01/01/2009, exp date: 0/31/2014. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria.